Event description:
It was reported that during a ptca procedure of a circumflex/1st marginal bifurcated lesion, the shaft of the catheter broke. The catheter was being used in a kissing and the physician encountered some resistance during removal and the shaft broke. No pt injuries or complications were reported.